Event description:
It was reported that the customer was hospitalized due to high blood glucose, but it was not related to the insulin pump. Initially, the mother called requesting assistance with programming a high temp basal. The caller was not sure what it caused his high blood glucose, but she feels the insulin pump was functioning correctly. The mother mentioned that the infusion set was in use longer than recommended. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.